Event description:
It was reported that two days post implant that the right ventricular (rv) lead exhibited unstable thresholds. It was also reported that the rv lead was noted to be pulled out and dislodgement was confirmed on the x-ray and was possibly caused by the implantable pulse generator (ipg) falling down. The rv lead was repositioned and the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.